Event description:
It was reported that the patient was experiencing pain at the ipg site and stimulation on non-target area. The patient underwent a procedure wherein the implantable pulse generator (ipg) was repositioned and the spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing pain at the ipg site and stimulation on non-target area. The patient underwent a procedure wherein the implantable pulse generator (ipg) was repositioned and the spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).